Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results received via task on 11mar2025, circulation issue described in the service checklist in an arctic sun device. Per sample evaluation results received via task on 03jul2025, it was reported that the service technician noted an alarm 36 (water temperature high) in the event log. Pump failures should not cause the water temperature to get that high, so they were seeking additional info from the service technician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. Reported issue was not reproduced during service. During the evaluation it was found error 36 was not observed. The device passed all applicable testing and is ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction- d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results received via task on 11mar2025, circulation issue described in the service checklist in an arctic sun device. Per sample evaluation results received via task on 03jul2025, it was reported that the service technician noted an alarm 36 (water temperature high) in the event log. Pump failures should not cause the water temperature to get that high, so they were seeking additional info from the service technician.